Event description:
It was reported that a stent was implanted in a proximal lad lesion, and the pixel was advanced through it in order to treat a lesion distal to it. The pixel hung up in some calcium and the stent, and when the stent delivery system (sds) was pulled back, the stent was stripped off the balloon and it also pulled out the implanted stent. The separated pixel stent traveled down to the groin and was successfully retrieved. Three stents were put in the lad to treat the lesion.